Event description:
The patient had an occipital (off-label) system implanted on (B)(6) 2011. It was reported that the patient was unable to turn up the stimulation. Diagnostics showed invalid contacts on the leads. The leads and the extension were tested during the surgery and the extension was replaced by a new extension. The scs system functioned as expected after the extension replacement.

Manufacturer narrative:
Evaluation: result: the complaint was confirmed for. The cause of the reported complaint was determined by the visual inspection. The returned lead extension revealed a kink with all the wires broken. No functional testing could be performed due to the broken wires. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.